Manufacturer narrative:
Concomitant medical product(s): product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 9 7755, serial# (B)(4), product type: recharger. Report source: country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient controller (pc) did not pair with the patient¿s implantable neurostimulator (ins) and the patient¿s recharge time was abnormal, taking more than two hours to fully recharge. It was noted the patient was not using hd programming or high parameters. Additionally, it was reported the patient¿s program intensities turned to zero without the patient¿s command and despite the recharger showing 100% fully charged, it would not charge the ins because it showed the battery was low. The following screen codes were observed on the patient controller: 15, 16, 17, 24, 49, and 62. There were no external factors reported that may have led or contributed to the issue. A variety of external device combinations were tested in an effort to troubleshoot the issue: the old pc and a new recharger telemetry module (rtm), a new pc and the old rtm, and a new pc and new rtm. In the end, all of the patient¿s system components, including their ins, were replaced and the issue was resolved. There were no patient symptoms or complications a sociated with the event, no medical or surgical interventions were needed to prevent permanent impairment of function, and the event did not lead to or extend patient hospitalization; the patient was alive with no injury at the time of report. It was stated there was no relationship between the issue and the patient¿s medical history. No further complications were reported or anticipated.

Manufacturer narrative:
H3 device evaluation: analysis of the implantable neurostimulator (ins) found no anomalies. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. H6: please note that method code 4117 and result code 3221 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 correction: please note that a corrected implant date has been provided based on additional information received (see section d6). As such, device code c62862 no longer applies to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.